Event description:
It was reported that there was no power. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition. During functional testing, the device did not power on after pressing the keypad. The root cause of the reported issue was found to be that there was a crack in the return tube which had leaked water and damaged multiple internal components. The circuit board components and membrane switch assembly were also damaged from fluid ingression. The tube part, main printed circuit board and membrane switch part number to be replaced. A corrective and preventative action has been opened to address the reported issue.